Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, difficulty was experienced operating the extendable/retractable helix mechanism of this right atrial (ra) lead. This lead was not implanted and it was returned to boston scientific. Product analysis confirmed the inner coil had a break at the distal end of the terminal pin. No adverse patient effects were reported.